Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiac implantable electronic device infection in patients at risk. Arrhythmia and electrophysiology review,. 2016;5(1):65-71. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding using an envelope with device implantation. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients with infections noted. The status of the envelope is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.